Manufacturer narrative:
This product is not available in the us and no adverse outcomes were reported. We are reporting this event in an abundance of caution.

Event description:
Result for the neumodx ctng test strip was false positive for n. Gonorrhoeae.